Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl, 40 mg/dl. The customer reported that serious highs, the infusion set has lifted out three times causing the cannula was bent, set was not sticking. Troubleshooting was declined for low and high blood glucose also for bent cannula and tape not sticking. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.